Event description:
The manufacturer received information alleging a ventilator's whisper swivel attachment became disconnected during a patient's tracheostomy care. When the whisper swivel was reconnected to the ventilator, the patient was not adequately ventilated causing the ventilator to alarm for a high leak alarm condition and the patient's blood oxygen level to decrease. A new whisper swivel was connected to the circuit and the patient's blood oxygen saturation recovered.